Event description:
It was reported that the transducer is causing air to get into the chamber during a patient¿s hemodialysis treatment. Upon follow up, it was noted that the transducer does not thread properly and falls off. It was reported that 30 minutes into the patient¿s treatment, the 2008t machine alarmed with an air and transmembrane pressure (tmp) alarm. It was noted that the transducer was wet and allowed air into the system. The transducer was changed out, however, the patient¿s lines clotted and their treatment was stopped. The patient experienced approximately 100ml of blood loss. The patient¿s treatment was completed with same machine and new supplies. There was no patient serious injury, adverse event, or medical intervention required due to the event. There is no sample available for return for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.